Manufacturer narrative:
As reported, an unknown foreign body was seen in a 5f exoseal vascular closure device (vcd) after opening up the package. The complaint product was not used, and a new exoseal (unknown) was opened to use for the procedure. There was no reported patient injury. This was for a hepatic artery embolization transarterial chemoembolization (tace) case. The operator was trained to use the device. The device will be returned for evaluation. The product and photographs were returned for analysis. Per visual analysis of the attached pictures, a vascular closure device 5f ¿ unit and tray were observed. A black unknown substance was observed on the tray of the unit. It is unclear, by picture analysis, if the black unknown substance is located inside the tray or outside the tray. No other anomalies were observed. One non-sterile vascular closure device 5f was received for analysis inside a plastic bag. Per visual analysis, an empty and opened pouch was received along the unit, the deployment lever on the device was not depressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black position and the guard was found unlocked. No anomalies were observed during the analysis. A product history record (phr) review of lot 18002441 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box ¿ foreign material - in sterile package¿ was confirmed during photo analysis. An unknown substance was observed on the tray, by picture analysis. However, it is unclear if the unknown substance is located inside the tray or outside the tray. In addition, it is unclear if packaging was intact. The exact cause of the reported event could not be conclusively determined. A non sterile unit without the tray was returned for analysis, therefore, it is impossible to determine what the material was and if it could be related to the manufacturing process. According to the instructions for use which I not intended as a mitigation of risk, users are instructed to discard devices that are opened or damaged in any way. Neither the phr review nor the product analysis suggest that the reported event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Telephone number is (B)(6). The device was returned but the engineering report is pending/ this device is available for analysis but has not yet been received. Two pictures were received for picture analysis related to complaint # case-(B)(4). Per visual analysis of the attached pictures, a vascular closure device 5f ¿ unit and tray were observed. Dirt/contamination was observed on the tray of the unit. It is unclear, by picture analysis, if the dirt/contamination is located inside the tray or outside the tray. No other anomalies were observed (see attached pictures). A review of the manufacturing documentation associated with lot 18018824 UDI#: ((B)(4) was performed the phr review does not suggest that the failure reported by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. The event reported by the customer as ¿packaging/pouch/box - foreign material - in sterile package¿ was confirmed since dirt/contamination is observed on the tray, by picture analysis. However, it is unclear if the dirt/contamination is located inside the tray or outside the tray and the exact cause of the reported event cannot be conclusively determined based on the picture visual analysis sole information provided. The unit needs to be analyzed at the product analysis laboratory to determine the exact cause of the reported event. Nonetheless, neither the phr review nor the picture review sole information suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown foreign body was seen in a 5f exoseal vascular closure device (vcd) after opening up the package. The complaint product was not used, and a new exoseal (unknown) was opened to use for the procedure. There was no reported patient injury. This was for a hepatic artery embolization transarterial chemoembolization (tace) case. The operator was trained to use the device. The device will be returned for evaluation. Photographs are available for review.